Event description:
Reported value for ph was incorrect due to a clot in the measuring chamber adjacent to the ph sensor. The incoming ph value led to mistreatment of the pt. The mistreatment did not have any adverse effect.